Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 3.7, second test inr = 5.3. First test inr = 3.7, third test inr = 4.4. Caller alleged inaccuracy with inratio. Results as follows: date: 12/18/2006, inratio: 5.80, lab: 4.64, mean: 5.22, confidence limits: unable to be determined. Date: 12/18/2006, inratio 3.70, lab: 4.40, mean: 3.90, confidence limits: 2.3 - 5.7.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060452: first test inr = 3.7, second test inr = 5.3, mean = 4.5; sd = 1.13; %cv = 25.1%. The %cv is greater than or equal to 20%. Per internal procedure, tr 0150, the precision passes the criteria for precision. The test is considered not precise and further testing is required at this time. Inratio precision data provided be end-user lot 060452: first test inr = 3.7, third test inr = 4.4, mean = 4.05; sd = 0.49; %cv = 12.2%. The %cv is less than or equal to 20%. Per internal procedure, tr 0150, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.